Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead was oversensing and the "measurements of impedance was extremely jumping." Non-sustained ventricular tachycardia (nsvt) episodes were noted also. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed; analysis revealed the distal conductor was fractured. The defib conductor was distorted, there was cosmetic environmental stress cracking on the outer tubing overlay, and a cosmetic depression and non-electrical bilumen tubing voides on the outer insulation. The helix was distorted/bent, there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself, and the lead was flexed within 5 cm of the anchoring sleeve.